Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not working as it was supposed to. The patient felt heart was skipping beats. This device remains in service. No adverse patient effects were reported.